Manufacturer narrative:
The device was received by the manufacturer for investigation. A follow-up report will be filed when the investigation is complete.

Event description:
It was reported that after the case was over, the batteries were being taken out of the battery pack. The battery pack was hot and it was noticed that the casing was starting to melt. There were no injuries due to this event.